Manufacturer narrative:
B3: the event date was between 26 and 27 of july-2024. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the lec confirmed the customer's complaint, but the event log does not. Functional testing was not able to duplicate the customer reported issue. The investigation was not able to determine the cause of the reported issue as there was no issue found during testing. Lec 46511 was found in the device information but not in event log., indicating a one off not replicated event. Since the error code was not found in the event log, this indicates that the error was a one-time issue. Preventative maintenance was performed.

Event description:
It was reported that an error code was discovered during a software upgrade. There was no patient involvement.